Event description:
It was reported that patient had the artificial urinary sphincter cuff and balloon components removed on (B)(6) 2018 due to recurring incontinence. A new artificial urinary sphincter 4.5cm cuff and 51-60cm balloon were implanted.